Manufacturer narrative:
The used company cartridge was returned. Viscoelastic was observed in the cartridge. No cartridge damage was observed. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The provided photo matched the returned sample. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. A non-company handpiece was indicated with an unknown lens and viscoelastic. It cannot be determined if a qualified lens and viscoelastic were used. The reported "lens scratched" could not be verified. The lens remains implanted. The root cause for the reported complaint may be related to a failure to follow the instruction for use (IFU). Information was provided that a non-company handpiece was used. The lens model/diopter and viscoelastic information were not provided. It is unknown if qualified products were used. No problem was found with the returned used company cartridge. No cartridge damage was observed. Top coat dye stain testing was conducted with acceptable results. Per the IFU: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an alcon qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the intraocular lens (iol) implant procedure, found to have scratches on the iol. Hcp considers the cartridge to have caused the scratches. Iols remain implanted. Additional information has been requested. There are three medical device reports associated with this event. This report is associated with the 1 of 3.